Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 06/24/2016. (B)(4). It was reported that following insertion the patient experienced incontinence, burning, itching, blood in urine, and yeast infections. It was reported that the patient underwent removal/revision of mesh on (B)(6) 2004 by dr. (B)(6) at (B)(6). It was reported that the patient underwent removal/revision of mesh on (B)(6) 2010 by dr. (B)(6) at (B)(6).